Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, user informed the technical support engineer (tse) that they encountered an upside-down image and attempted to initiate an endoscope exchange. Tse discussed that the issue could have been related to the guided tool change (gtc) rather than a defective scope. The user stated that they replaced the endoscope with a spare one and continued and completed the procedure without further issues. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the event date was (B)(6) 2026. The endoscope lot number was 10193742 and it was returned to iss under RMA. No photos or videos of the event are available for intuitive surgical to review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.